Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed replace battery now. Customer was assisted with troubleshooting for alarm. Customer's blood glucose was unknown at the time of incident. Customer stated that the battery was not previously used, that the insulin pump was not dropped, the drive support cap was not damaged, and that there were no unattended alarms. The customer indicated that it was the second occurrence of replace battery now alarm without receiving low battery alert prior. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. No unexpected low battery alarm noted. Pump monitored and no blank display noted. The battery tube connector plugged in properly to j7/pcb 1 during visual inspection. However, replace battery alarm, replace battery now alarm, power loss and power error 25 confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now, power loss and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Pump received with serial number label fading, scratched case, pillowing keypad overlay and minor scratched lcd window.